Event description:
It was reported that the user disconnected the ilet to bathe, changed supplies, ate breakfast, and experienced elevated blood glucose with a highest value of 197 mg/dl without device alerts, after which glucose trended to 172 mg/dl on cgm; the case was categorized as hyperglycemia with cause unclear, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included follow-up with the user and review of device use and cgm data context. Investigation of this case revealed no device malfunction or component issue and no alert behavior, with the transient hyperglycemia temporally associated with device disconnection and meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.